Event description:
The customer reported that the power cord had a short in it. The customer clarified that the ac power cord was loose where it plugs into the defibrillator making an intermittent connection. This resulted in an intermittent failure to power up.

Manufacturer narrative:
The customer reported that the power cord had a short in it. The customer clarified that the ac power cord was loose where it plugs into the defibrillator making an intermittent connection. This resulted in an intermittent failure to power up. The customer localized the issue to the power cord. The ac power cord was replaced which resolved the reported issue.